Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes to the customers reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump in excellent condition with no signs of any damage. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using power up and occlusion/infusion test the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative and performed power up process, preventative maintenance and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump exhibited an audible post alarm. No patient injury was reported.